Event description:
It was reported to philips that the allura system would only expose in low-load. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the miu fuse which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had tube low load flavor rotor problem. Review of the system log file showed the error related to miu: fuse. Upon troubleshooting, fse found miu number 2 fuse was opened. Fse replaced the miu fuse and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.